Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. C38207) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test." The patient's past medical history included upper respiratory infection, laparoscopy in 2003 and augmentation mammoplasty. Concurrent conditions included vaginitis. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced alopecia ("hair loss"), weight increased ("weight gain"), headache ("headaches"), irritability ("irritability"), crying ("crying"), allergy to metals ("nickel allergy"), anger ("intense rage"), emotional disorder ("unable to control emotions"), bladder pain ("pain around bladder area when bladdeer was full"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), constipation ("constipation"), abdominal pain ("cramping, abdomen would hurt"), abdominal distension ("distension, abdominal bloating"), endometritis ("endometritis"), flank pain ("flank pain") and suprapubic pain ("supra pubic pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence"), nervousness ("nervousness"), rash ("rashes"), urinary tract disorder ("urinary problems or change"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and device deployment issue ("right cornua had 0 visible coils and the left cornu had 0 visible coils"). The patient was treated with surgery (to remove the essure implant) and surgery (ablation). Essure was removed on (B)(6) 2015. In 2010, the dyspareunia was resolving. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, anxiety, weight increased, headache, incontinence, irritability, crying, allergy to metals, nervousness, rash, urinary tract disorder, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue, constipation, endometritis, flank pain, suprapubic pain and device deployment issue outcome was unknown, the depression and alopecia was resolving, the anger, emotional disorder, abdominal pain and abdominal distension had resolved and the bladder pain had not resolved. The reporter provided no causality assessment for device deployment issue with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anger, anxiety, bladder pain, constipation, crying, depression, dysmenorrhoea, dyspareunia, emotional disorder, endometritis, fatigue, flank pain, genital haemorrhage, headache, hypersensitivity, incontinence, irritability, migraine, nausea, nervousness, pelvic pain, rash, suprapubic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 136 lbs diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (c38207) added. Events irritability, crying, nickel allergy, intense rage, unable to control emotions, nervousness, rashes, pain around bladder area when bladder was full, migraines, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, constipation, cramping, abdomen would hurt, distension, abdominal bloating, endometritis, flank pain, supra pubic pain, right cornua had 0 visible coils and the left cornu had 0 visible coils and she did not undergo confirmation test added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. C38207) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "right cornua had 0 visible coils and the left cornu had 0 visible coils" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included upper respiratory infection, laparoscopy in 2003 and augmentation mammoplasty. Concurrent conditions included vaginitis. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced alopecia ("hair loss"), weight increased ("weight gain"), headache ("headaches"), irritability ("irritability"), crying ("crying"), allergy to metals ("nickel allergy"), anger ("intense rage"), emotional disorder ("unable to control emotions"), bladder pain ("pain around bladder area when bladdeer was full"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), constipation ("constipation"), abdominal pain ("cramping, abdomen would hurt"), abdominal distension ("distension, abdominal bloating"), endometritis ("endometritis"), flank pain ("flank pain") and suprapubic pain ("supra pubic pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence"), nervousness ("nervousness"), rash ("rashes"), urinary tract disorder ("urinary problems or change"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to remove the essure implant) and surgery (ablation). Essure was removed on (B)(6) 2015. In 2010, the dyspareunia was resolving. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, anxiety, weight increased, headache, incontinence, irritability, crying, allergy to metals, nervousness, rash, urinary tract disorder, migraine, nausea, dysmenorrhoea, vaginal discharge, fatigue, constipation, endometritis, flank pain and suprapubic pain outcome was unknown, the depression and alopecia was resolving, the anger, emotional disorder, abdominal pain and abdominal distension had resolved and the bladder pain had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anger, anxiety, bladder pain, constipation, crying, depression, dysmenorrhoea, dyspareunia, emotional disorder, endometritis, fatigue, flank pain, genital haemorrhage, headache, hypersensitivity, incontinence, irritability, migraine, nausea, nervousness, pelvic pain, rash, suprapubic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 136 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), weight increased ("weight gain"), headache ("headaches") and incontinence ("incontinence"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, depression, anxiety, alopecia, weight increased, headache and incontinence outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage, headache, hypersensitivity, incontinence, pelvic pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.